Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation experienced the device powering off without user input. The cause was identified to be a failed input/output printed circuit board I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to power off without user input. There was no patient involvement. No additional information is available.